Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Further inspection identified a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. The broken conductor wire is unrelated to the bent grip. Both failures did not result to a missing fragment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported during the da vinci myomectomy surgical procedure, the force bipolar had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be broken during procedure. The instrument tip was completely detached. Prior to use, the instrument was inspected and there was no damage observed. It is unknown if there was any instrument collision or fragment fall into the patient. There was no injury to the patient.